Manufacturer narrative:
A request was made for the field representative to obtain the model and serial numbers for the out-of-service products. However, no information was provided to the field representative. The explanted device had been discarded and the lead had been surgically abandoned, so no model and serial numbers were available. The products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device follow-up, loss of capture (loc) was observed on the right ventricular (rv) lead, and the unknown manufacturer's pacemaker battery appeared to deplete faster than expected. The rv lead was surgically abandoned and replaced, and a new pacemaker was implanted. No asystole was reported due to the loss of capture. No additional adverse patient effects were reported.